Event description:
It was reported that the user believed he was inserting a berman angiographic catheter and had set the power injector accordingly. However, he had inserted a wedge pressure catheter and the catheter perforated the pt's pulmonary artery, and caused pericaridal effusion. The perforation sealed itself and there were no further complications. The condition of the pt is stable.